Event description:
It was reported by the sales rep the device was used during a laparoscopic gastrectomy. It was reported the elc60 misfired 4 times during the procedure. First cartridge fired fine across duodenum, but there was a little "v" hole at staple line, 1cm of tissue left. Next firing, cycled as if firing, but no staple, no cut. Surgeon, a do, very familiar with the use of the device. On the 3rd and 4th cartridge the same thing happened. "V" hole got bigger. Then used tsb35 and fired and because of the thickness of the tissue had trouble clamping. Did not fire correctly. Hole now 5mm. Case converted to open (4 inch incision and spent 45 minutes suturing the defect.) No products at this time are available. Videotape available.